Event description:
It was reported that the right ventricular lead did not capture or sense, impedance went up abruptly and was fractured. Additionally, it was reported that the pacemaker could not be interrogated. The patient went asystolic. The lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the actual lead was not received for evaluation. Performance data collected from the device showed a downward trend in the ventricular lead impedance, which steadily decreased from an average of 540 ohms on (B)(6) 2010 to an average of 322 ohms on (B)(6) 2010. The atrial lead recorded 1,098,516 high impedance paces since lead warning on (B)(6) 2010, which is the date of the device explant.